Event description:
It was reported that this right atrial lead exhibited farfield oversensing. No changes have been performed as it was noted that the patient has been experiencing intrinsic ventricular tachycardia episodes and a device upgrade is to be required. At this time, this lead remains in service. No further adverse patient effects were reported.